Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s921usqs4bye4. Smartphone hardware: sm-s921u. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose levels ranging from 300-400 mg/dl, despite administering a bolus. The pod was worn on the abdomen between 4 and 24 hours. Upon removal, the cannula was found bent. The patient stated that the system entered automated limited mode, requiring a switch back to manual mode. Symptoms included a sensation of burning up, cold and clammy skin to the touch, and excessing thirst. Treatment involved administering a liter of saline, performing blood work and urine analysis. The patient was discharged the same day.